Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was not hospitalized for the event. On the same day as the onset, the patient began treatment with injection vancomycin (intraperitoneally, 1 gram in first bag then every 5th day) and injection magnova (intraperitoneally, 500 milligrams in each bag, frequency not reported) for peritonitis. Antibiotic therapy was ongoing at the time of this report. One day after even onset, the patient was recovered and pd fluid was clear. Dianeal therapy was ongoing. No additional information is available.